Event description:
It was reported by the sales rep that the device was used during a laparoscopic gastric bypass and did not form staples. The case was converted to open. There was no consequence to the pt.